Event description:
Allegedly per kouzelis et al., j orthop traumatol. (B)(6) 2011, "disassociation of modular total hip arthroplasty at the neck-stem interface without dislocation.": in 2005, 4 months post-op, patient presented with pain and disassociation of neck and proximal body. Revision details: modular neck and proximal body replaced, distal stem and cup/liner remained, head unknown. Authors did not report further complications, hhs of 90 points early post-revision.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.(B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01037. This event occurred in (B)(6).